Event description:
It was reported that customer had blood glucose levels that were 300-400 mg/dl overnight. Customer had taken 3-4 shots and it never came down. Customer stated that he tried to change the set this morning and received a no delivery alarm about 4 times. Customer inserted another set and changed the reservoir and the pump did not alarm. Customer stated that the sugars still did not come down and he disconnected from the site. Customer ran insulin in the air and did not see anything come out. Customer's current blood glucose level was 371 mg/dl. Customer reported high blood glucose symptoms of nausea, vomiting, pain, thirst, and frequent urination. Customer treated this morning with his pump. Customer stated that he never noticed bent cannulas. Pump passed the high pressure test. Customer was advised to change the entire set, insulin, and reservoir. Customer mentioned that he is going to take an injection and then change out the entire set. No further assistance needed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.